Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and pocket stimulation with right ventricle pacing was noted on the right ventricular (rv) lead. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.